Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. They were burning in the lateral right ventricle. They did not have an impedance spike. There was normal impedance the whole time and when they were in a waiting period, they noticed the patient had an effusion. The patient did not have a preexisting effusion. They did not feel a steam pop and there were no impedance spikes but there was an effusion that they ended up draining. The effusion was verified by intracardiac echocardiography (ice). The medical intervention provided to the patient was that they were tapped or drained (pericardiocentesis). The patient was ¿doing good¿ and they took out the drain and did not believe the patient was in the intensive care unit (ICU). The physician's opinion on the cause of this adverse event was that it was procedure and patient condition related. The patient improved and did not require extended hospitalization. Transseptal puncture was performed. Ablation was done prior to noting the effusion. No error messages were observed on biosense webster equipment during the procedure. There was no evidence of steam pop. The correct catheter settings were selected on the device.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. They were burning in the lateral right ventricle. They did not have an impedance spike. There was normal impedance the whole time and when they were in a waiting period, they noticed the patient had an effusion. The patient did not have a preexisting effusion. They did not feel a steam pop and there were no impedance spikes but there was an effusion that they ended up draining. The effusion was verified by intracardiac echocardiography (ice). The medical intervention provided to the patient was that they were tapped or drained (pericardiocentesis). The patient was ¿doing good¿ and they took out the drain and did not believe the patient was in the intensive care unit (ICU). The physician's opinion on the cause of this adverse event was that it was procedure and patient condition related. The patient improved and did not require extended hospitalization. Transseptal puncture was performed. Ablation was done prior to noting the effusion. No error messages were observed on biosense webster equipment during the procedure. There was no evidence of steam pop. The correct catheter settings were selected on the device. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed dried blood residues blocking some irrigation holes on the dome at the tip area. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31195873l and no internal action related to the complaint was found during the review. The potential cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer therefore, the observed condition could be related to the usage of the device during the procedure. However, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported issue. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the dried blood residues observed blocking some irrigation holes on the dome at the tip area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).